Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:28:11. During night drain cycle five, the patient's ultrafiltration reading was 3284ml, indicating the home patient (hp) drained 3284ml more than their maximum programmed fill volume of 2700ml. No further information was available.